Event description:
It was reported that the device misfired twice. The customer used another like device to complete the case with no pt consequence. The device is available for analysis.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the el5ml device was rec'd with the advancer broken. The instrument was cycled and pear shaped the remaining clips due to the advancer condition. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.